Event description:
Healthcare professional (hcp) reported 1 incident of a transfer set with broken occluder feet. The pt noted the flow of fluid was not shut off with the clamp in the closed position. The pt received a transfer set change. The hcp reported the set was less than 6 mos old at the time of the incident. Following the transfer set change, the hcp observed a broken plastic piece in the tubing near the twist clamp area. No pt injury or medical intervention reported per the hcp.